Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addrs1 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during an explant procedure for the patient's implantable pulse generator (ipg) it was noticed that there was blood in the patient's right atrial (ra) lead. The ra lead was confirmed fractured and was repaired. The lead is still in use. As well, the physician noticed discoloration with the patient's right ventricular (rv) lead. The physician noted that the discoloration could be due to an insulation break. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.